Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose not impacted by the event. Reportedly, the alarm was cleared after two hours and insulin delivery was resumed.